Event description:
The customer contacted baxter's technical service center regarding a supplies issue, which occurred on the homechoice (hc) during use, during setup. The home patient (hp) stated the cassette looked defective and she would not use it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2012 and she said it was actually not a cassette but one of her extension sets. She said it looked like a little black bug or something was inside the tubing. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).an evaluation of the companion sample was conducted. The set was visually inspected and embedded pm was seen inside the tubing. The pm was approximately 1/8? And was consistent with the buildup seen on the pin bushing during the extrusion process. No other visual defects were noted. The complaint was confirmed in the lab for embedded pm.

Manufacturer narrative:
(B)(4). The root cause was manufacturing issue, extrusion defect.